Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s impedance fluctuated with movement of the patient¿s left arm across their chest. There was noise noted on egms (electrograms) tip to rv along with short v-v intervals, three high rate non-sustained ventricular tachycardia episodes, and sensing integrity counter (sic). It was noted that a lead integrity alert was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.